Event description:
It was reported to st. Jude medical that during a follow up, the diagnostic summary showed 225 episodes of high voltage charges since the diagnostics were last cleared. The pacing impedance and battery voltage showed a sudden drop. Several electrograms revealed noise and the real-time electrogram showed evidence of similar noise. The decision was made to explant the device.